Manufacturer narrative:
The customer reported that clinical staff restarted the xhibit central station. Following the restart, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring patients on a xhibit central station, all beds went offline. There was no patient or user harm associated with this event.